Manufacturer narrative:
E1: (B)(6) hospital the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with heavy calcification, moderate tortuosity. The trek 3.0/15 balloon was used for pre-dilatation, but the balloon ruptured during the second inflation to 10 atmospheres after 5 seconds inflation. There was resistance with the lesion during advancement. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.